Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for patients explant was due to inadequate pain relief and the need for magnetic resonance imaging (MRI).

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.